Manufacturer narrative:
This report is submitted on october 06, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed (B)(6) infection post implantation. Subsequently on (B)(6) 2016 the patient was administered oral antibiotics for 30 days and on (B)(6) 2016 another course of oral antibiotics was administered for a duration of two weeks.